Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient required two surgeries. Nevro attempted obtain additional information regarding the nature of the surgeries, but none was available. The patient continues to use the device with effective pain relief.